Event description:
It was reported the customer had recurring unexpected restart alarm when their battery was low. Customer also stated the time on their insulin pump would change even when the time was set. The customer requested to have their insulin pump replaced due to excessive alarms. Customer's blood glucose was 227 mg/dl. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.